Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance (sli) measurement of 0 ohms. All other lead measurements were stable; however noise was noted on presenting electrogram (egm) due to myopotentials. The field representative stated that oor reading was probably caused by electromagnetic interference (emi). Additional information received indicated that the patient was rechecked and there was no emi or noise found on the device or its recordings. Furthermore, the oor impedance measurement was not reproduced and the cause of which is unknown. This patient will be monitored continuously. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.